Event description:
It was reported that the peek implant was broken during insertion. All pieces of the device were removed. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination confirmed, the fraction of the device. Multiple cracks observed indicating the brittle nature of the fracture. The cracks are not completely separated showing incomplete fracture. Discoloration was seen which seems to be a result of blood and/or body fluid contamination. Surface mechanical damage around one side of the implant was seen. Cracking appears to be a result of bending overload during insertion of the part.